Manufacturer narrative:
Complaint conclusion: a 10 x 40mm 120cm smart control stent was deployed at a more distal location than intended. The procedure was successfully completed with the deployment of two other unspecified (10 x 40mm) stents with no reported patient injury. The event involved a patient with a lesion located in the subclavian artery that was described as 80% stenosed, severely calcified and moderately tortuous. The site reported that the smart control stent delivery system (sds) had been stored, handled and prepped according to the instructions for use (IFU). They experienced no difficulty in removing the device from the package and noted no damages or kinks to either the packaging or device prior to use. No difficulty was experienced while advancing the device over the guidewire towards the lesion. The device did not pass through any acute bends and no unusual force was required while using the device. The site reported that when the stent was being deployed, it jumped forward and was deployed distal to the intended target lesion. The procedure was successfully completed with the deployment of two additional unspecified stents (10 x 40mm) with no reported patient injury. One non-sterile pkg assy 10x040 smart vas120cm was received in a plastic bag. Locking pin was noted to not be in its¿ original position and the stent was not returned. No visual damages were noted. Functional analysis was not performed since the stent was not returned with the device. However the deployment mechanism functioned correctly. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. The product IFU instructs the user to ensure that the locking pin is still in place during the introduction of the device. It further instructs to advance the device past the lesion site and then withdraw it until the radiopaque stent markers are proximal and distal to the lesion site. The user is to ensure that the sds outside the patient remains flat and straight. Slack in the catheter shaft either outside or inside the patient may result in deploying the stent beyond the lesion site. The user is to ensure that the introducer sheath and that the locking pin should be removed from the handle prior to deployment. Based on the information available for review, there are vessel characteristics (80% stenosed, severely calcified and moderately tortuous) factors that may have contributed to the event reported. The reported ¿sds ¿ deployment difficulty¿ event was not confirmed since the stent was not returned with the device and the deployment mechanism functioned correctly. The exact cause of the event reported could not be determined. Neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.

Manufacturer narrative:
Addendum 05/26/2015: there was no additional information available. The product was returned for analysis, however, the engineering evaluation has not yet been completed. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information will be submitted within 30 days or receipt.

Event description:
During a stenting procedure, it was reported that a 10x040mm smart control stent was placed beyond the target lesion when it was released. The procedure was completed successfully when the physician implanted another two stents (size: 10x4.0mm). There was no report of patient injury. The lesion was at the subclavian artery, with 80% stenosis, severe calcification, and moderate tortuosity. The product was stored, handled, and prepped according to the IFU. There was no difficulty removing the product from the package. There was nothing unusual noted about the packaging or product prior to use. There were no kinks noted on the device prior to use. The device didn¿t pass through an acute bend. There was no difficulty advancing the guide wire towards the target lesion. There was no difficulty advancing the device towards the target lesion. No unusual force was required when using the device. The stent is still implanted in the patient, and the device will be returned for analysis.

Manufacturer narrative:
Complaint conclusion: a 10 x 40mm 120cm smart control stent was deployed at a more distal location than intended. The procedure was successfully completed with the deployment of two other unspecified (10 x 40mm) stents with no reported patient injury. The event involved a patient with a lesion located in the subclavian artery that was described as 80% stenosed, severely calcified and moderately tortuous. The site reported that the smart control stent delivery system (sds) had been stored, handled and prepped according to the instructions for use (IFU). They experienced no difficulty in removing the device from the package and noted no damages or kinks to either the packaging or device prior to use. No difficulty was experienced while advancing the device over the guidewire towards the lesion. The device did not pass through any acute bends and no unusual force was required while using the device. The site reported that when the stent was being deployed, it jumped forward and was deployed distal to the intended target lesion. The procedure was successfully completed with the deployment of two additional unspecified stents (10 x 40mm) with no reported patient injury. One non-sterile pkg assy 10x040 smart vas120cm was received in a plastic bag. Locking pin was noted to not be in its¿ original position and the stent was not returned. No visual damages were noted. Functional analysis was not performed since the stent was not returned with the device. However the deployment mechanism functioned correctly. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. The product IFU instructs the user to ensure that the locking pin is still in place during the introduction of the device. It further instructs to advance the device past the lesion site and then withdraw it until the radiopaque stent markers are proximal and distal to the lesion site. The user is to ensure that the sds outside the patient remains flat and straight. Slack in the catheter shaft either outside or inside the patient may result in deploying the stent beyond the lesion site. The user is to ensure that the introducer sheath and that the locking pin should be removed from the handle prior to deployment. Based on the information available for review, there are vessel characteristics (80% stenosed, severely calcified and moderately tortuous) factors that may have contributed to the event reported. The reported ¿sds ¿ deployment difficulty¿ event was not confirmed since the stent was not returned with the device and the deployment mechanism functioned correctly. The exact cause of the event reported could not be determined. Neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.

Manufacturer narrative:
(B)(4). The device remains implanted and has not been returned for analysis. Additional information will be submitted within 30 days of receipt.